Event description:
Voluntary medwatch form mw5182321 received states: it was reported that this abbott system exhibited high out of range shock impedances on the right ventricular (rv) lead. Technical services (ts) reviewed and noted this was a non-(B)(6) system. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Related voluntary medwatch form received: mw5182321.